Event description:
The device was returned for repair due to cracks on the case - something inside rattled around. The device was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed that the upper and lower cases are broken. Battery drawer, one side bail cover, and ring cover are broken. Battery release springs are compressed. The ring is bent. Main printed circuit board is out of electrical specification.